Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient anatomy. The reported device damaged by another device (dislodged) resulting in ccd (expulsion) was due to procedural conditions. The patient effects of embolism and foreign body in patient were due to procedural conditions. It should be noted that the intended use section of the mitraclip system instruction for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The off-label use appears to contribute to the poor image resolution and slda. The reported patient effects of embolism and foreign body in patient, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. The other device will be filed under a separate medwatch report.

Event description:
This is being filed to report the clip detaching from one leaflet, requiring another clip which caused the implanted clip to detach and embolize. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One xtr mitraclip was implanted however after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment (slda)). A second xtr clip delivery system (cds) was deployed to stabilize the slda clip however it interacted with the clip, causing the clip to completely detach from the leaflets. The clip embolized into the chordae of the right ventricle. Another clip was implanted on the anterior and septal leaflets, reducing tr to 1. The embolized clip was not retrieved and remains in the patient anatomy. No additional information was provided.